Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "tube length / step connector out of specification". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that urine allegedly remained in the extension tube before entering the bag and most of the urine moved into the bag when the patient changed positions. Ms and s described that possible causes could be vapor locks, kinked or looped tubing, sediment or not having the bag below the level of the bladder. Also, ms and s advised the customer about how to separate the sides of the bag prior to use so that the sides do not stick together resulting in poor urine flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine allegedly remained in the extension tube before entering the bag and most of the urine moved into the bag when the patient changed positions. Mss described that possible causes could be vapor locks, kinked or looped tubing, sediment or not having the bag below the level of the bladder. Also, mss advised the customer about how to separate the sides of the bag prior to use so that the sides do not stick together resulting in poor urine flow.